Event description:
The meter would not power on while attempting to test. The patient reported feeling dizzy while attempting to test. The issue was not resolved with troubleshooting. Patient phoned physician for advice, however no actions taken by the patient. No further information has been reported.